Event description:
It was reported that the patient was asymptomatic. It was noted that noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.